Event description:
Title: xxxxx event desc: device did not function properly. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Device usage problem: device malfunction - that is, the device did not do what it is supposed to do. Unique characteristics: not applicable.

Manufacturer narrative:
Product is being returned for evaluation. Original notification came with medwatch report received by applied medical on (B)(4) 2010. More information will be provided in a follow-up report when it is available. Reporter was unable to provide an incident date for this event. It was confirmed through our sales rep that no patient injury occurred.